Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where upon valve release, the anchors on a portion of the septal and posterior side of the valve shifted atrial resulting in a severe pvl in the septal posterior region. Physician discussed the patient may need surgery for removal of the valve, despite the valve appearing stable immediately post-implant. On post-operative day (pod) 6, the patient had surgery to explant the evoque valve. It was noted that it looked like the valve had torn through the septal leaflet at the antero-septal commissure. Post explant procedure, the patient is reported to be stable.

Event description:
Edwards received notification of an evoque valve in tricuspid position where upon valve release, the anchors on a portion of the septal and posterior side of the valve shifted atrial resulting in severe pvl in the septal posterior region. Physician discussed the patient may need surgery for removal of the valve, despite the valve appearing stable immediately post-implant. On post-operative day (pod) 6, the patient had surgery to explant the evoque valve. It was noted that it looked like the valve had torn through the septal leaflet at the antero-septal commissure. Post explant procedure, the patient is reported to be stable. It was reported patient expired on pod 19 due to cardiac arrest.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6 and h11. The complaint for valve deployed too atrial was confirmed with objective evidence. The imaging evaluation confirmed that the evoque valve was deployed too atrial in the posterior-septal region on the annulus, with moderate-severe paravalvular leak in this region. The review of the procedural imaging concluded that the anchors of the device pinned the leaflets in the posterior-septal region for 3 consecutive anchors. Additionally, the clinical specialists supporting the case noted that procedural imaging quality was challenging and contributed to their ability to assess leaflet capture. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provide instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed. Attempts to obtain additional details have been unsuccessful, should more information be provided, the complaint will be reassessed.